Event description:
Resident transferring self into w/c and fell due to left front wheel falling off. No injury to the resident at the time of incident. W/c was removed from svc and maintenance was notified. Upon insp found that retaining clip had sheared allowing shaft to slip out. Decommissioned w/c and checked facility for similar MFR/styles. No other w/d's found of same or similar MFR/styler.